Event description:
It was reported that the package of the filterwire was partially open, compromising product sterility. During a routine hospital quality check in the cash lab stores, it was reported that the filterwire ez packaging was opened slightly. This made the device non-sterile.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.